Event description:
It was reported that the leadless pacemaker experienced telemetry interruption during a firmware upgrade. The device firmware upgrade was successfully on a second attempt. The patient was in stable condition.